Manufacturer narrative:
After battery installation, the unit displayed a critical pump error on the lcd screen. Upon further examination of the interior of the unit, there is corrosion and mold on electrical board particularly around the battery connectors, and on both the keypad and force sensor cables. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received with a crack on the battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 225 mg/dl. The customer reported that they received a critical pump error and beep image on the pump screen. It was reported that they had pump error and were unable to rewind it. Customer reported that they received the open book image on the pump screen. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.